Event description:
It was reported that the communicator was showing yellow sending waves and was not connecting. The patient advocate mentioned that one of the of the universal serial bus (usb) ports looked burned and darker than the other port. A boston scientific company representative performed the troubleshooting and discussed with the patient advocate and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.